Event description:
It was reported that the bd maxplus¿ needleless connector was clogged. The following information was provided by the initial reporter: the patient had a central venous infusion after lung cancer surgery. The nurse in the morning connected the positive pressure connector for infusion in the ward, and the liquid did not drip. Stop using it immediately. After replacing the product, the infusion went successfully.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A mp1000 china product was not available for investigation; however, the customer indicated the complaint product was from lot 21015952. The feedback provided by the customer indicates a complete occlusion was detected during use of the maxplus device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015952 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
No additional information.